Manufacturer narrative:
Report source correction: updated to include user facility correction: the user facility submitted a medwatch report for this event: mw5089783. Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and found the male luer adapter broken off inside the luer activated valve. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample no additional tests were performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a clearlink system continu-flo solution set "broke off into the luer activated valve". The event occurred "when detaching from the patient's IV". It was further reported the "IV tubing had broken" and the "valve remained open". "Blood back flowed into tubing and out of valve IV". The tubing was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.